Event description:
The patient was revised because of wear.

Manufacturer narrative:
Examination of the returned item confirms wear of the poly material as reported. Device evaluation and review of the device history records did not reveal any product problems, related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated.